Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for low draw volume with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that 116 bd vacutainer® z (no additive) plus urine tubes did not meet the protocol requirement of "10.38ml" during draw volume testing at "t=3 (tested at 10 months shelf time)" and underfilled. The tubes were sterilized at nominal and maximum dose levels. The following information was provided by the initial reporter: failure in draw volume test on bd vacutainer® urine tube, catalog # 364915. As part of CAPA 54720, we sourced bd vacutainer® urine plastic tube, 16x100mm, 11.0ml (364915) which were sterilized at nominal and maximum dose levels for draw volume testing. The testing indicates both nominal and maximum dosed bd vacutainer® urine plastic tube, 16x100mm, 11.0ml (364915) did not meet the protocol requirement of 10.38ml draw volume at t=3 (tested at 10 months shelf time). The urine plus tubes were designed to meet the 80mm depth of urine/column height after draw in order to completely cover the indicator pads in the dipsticks used in the urine analyser. The column height requirement will be verified by measuring the draw volume. The draw volume of 10.38 ml will confirm the column height requirement of 80mm.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 116 bd vacutainer® z (no additive) plus urine tubes did not meet the protocol requirement of "10.38ml" during draw volume testing at "t=3 (tested at 10 months shelf time)" and underfilled. The tubes were sterilized at nominal and maximum dose levels. The following information was provided by the initial reporter: failure in draw volume test on bd vacutainer® urine tube, catalog # 364915. As part of CAPA 54720, we sourced bd vacutainer® urine plastic tube, 16x100mm, 11.0ml (364915) which were sterilized at nominal and maximum dose levels for draw volume testing. The testing indicates both nominal and maximum dosed bd vacutainer® urine plastic tube, 16x100mm, 11.0ml (364915) did not meet the protocol requirement of 10.38ml draw volume at t=3 (tested at 10 months shelf time). The urine plus tubes were designed to meet the 80mm depth of urine/column height after draw in order to completely cover the indicator pads in the dipsticks used in the urine analyser. The column height requirement will be verified by measuring the draw volume. The draw volume of 10.38 ml will confirm the column height requirement of 80mm.